Event description:
It was reported to baxter (B)(4) that a flogard infusion pump experience an air in line alarm; this condition interrupted delivery and the infusion had to be restarted. It is unknown when or in which care area this event occurred. A patient was involved but no patient injury was incurred. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flogard infusion pump with an air in line alarm was not confirmed or reproduced because the pump was not sent in for evaluation. No assignable cause was given and no repairs were made. Should additional information be received, a follow-up medwatch will be submitted.